Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic on several occasions. The reporter claimed obtaining blood glucose readings of "<20 and 90mg/dl", "<20 and 120mg/dl", ">600 and 300mg/dl" and "440 and 350mg/dl" with the subject meter. The results from each separate comparison were obtained from tests performed within 20 minutes of one another. Based on statistical methodology, the calculated difference of all of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.